Manufacturer narrative:
D1: corrected brand name.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017 the patient underwent endovascular reintervention of an existing non-gore stent graft using a gore® excluder® aaa endoprosthesis and a conformable gore® tag® thoracic endoprosthesis. On (B)(6) 2020 the patient underwent an additional reintervention to treat a proximal type I endoleak identified on the gore® excluder® aaa endoprosthesis. It was reported that aneurysm growth was also identified. The suspected cause of the type I endoleak was a lack of apposition of the gore® excluder® aaa endoprosthesis on the previously implanted non-gore device. The reintervention was an open surgery to treat and bypass the endoleak by sewing in an additional graft. The reintervention successfully treated the type I endoleak, and no further issues were reported.